Manufacturer narrative:
MFR's report date: 03/30/2011. (B)(4). This set is not mfg or marketed in the united states; set is mfg in europe and is only marketed outside of the united states. Sample involved in this event will not be returned as it was discarded by the customer. No failure investigation could be performed.

Event description:
The user reported that when they attempted to connect the texium to mfx2306e (multi way add on), they noticed a leak of chemotherapy. A carefusion employee tried to tighten the connection and found that it was as tight as possible. The connection was then loosened slightly and the leakage stopped. From the reported info, there are no indications of serious injury to the pt or user as a result of this incident. No further info was available.